Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 6 was deployed. The patient had one hour of bed rest and was observed ambulating for one hour and given discharge instructions and sent home. Three days later, the patient reportedly developed a fever and went to the physician. Patient's temperature was taken, but patient's groin was not checked. The physician prescribed oral antibiotics. The patient returned to the emergency room eight days post procedure, with increased drainage and discomfort, and was admitted. The physician performed an incision and drainage and left the wound open to heal by 2nd intention and started patient on IV antibiotics. No further complications were reported.